Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre 2 sensor compared to an adc meter. The customer reported that around (B)(6) 2020, he lost consciousness while asleep but he was unsure if the sensor was being worn at the time. The customer was taken to the hospital and provided unspecified treatment by an hcp for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. A sensor scan of 2.2 mmol/l as compared to an adc meter result of 25 mmol/l was reported. When the results of the reading comparison plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant.